Manufacturer narrative:
Original literature reference: an unusual coronary embolus in a patient with prosthetic endocarditis cardiovascular flashlight doi:10.1093/eurheartj/ehz883 jessey mathew1*, jeffrey b. Geske2, sushil allen luis2, and hartzell v. Schaff1. An added yellow circle around the detached titanium fastener, an added blue circle around an attached titanium fastener showing the perpendicular orientation of the crimped indent and an added green circle showing the correct middle location of the crimp. From the IFU shows the correct middle orientation of the crimp within the green circle, and on the right (in the blue circle), the correct perpendicular crimp orientation. The subject crimp indentation is oriented at an approximately 30° angle off-axis instead of perpendicular to the long axis of the fastener; the crimp-zone is located near the end of the fastener instead of in the middle as intended. 12 properly crimped titanium fasteners from the image in the publication. While we cannot do any functional testing of the fasteners or devices reported herein, the non-attached fastener appears to be the correct size and shape except for the mal-aligned and misplaced crimp. The misplaced crimp on the titanium fastener in question indicates that the fastener was not installed properly during crimping. Visual evaluation of all of the other titanium fasteners, which were still attached to the prosthesis removed from this patient appear properly crimped and still holding suture. Since all of the other fasteners from this article appear functioning as intended (and, therefore, there does not appear to be any intrinsic problem with the delivery devices or other titanium fasteners used in this surgical procedure), this occurrence appears to be attributable to a user technique issue not a technology problem. Proper operation of the device to apply titanium fasteners requires that the titanium fasteners are correctly loaded and fully seated in the distal end of the device shaft throughout its use, as indicated in the IFU. Failure to properly load and crimp a titanium fastener can lead to inadequate suture holding forces, which may be too low to hold the suture securely during titanium fastener placement and/or its subsequent use to attach the valve. The user is shown how to properly load the fastener in the IFU. The IFU repeatedly instructs inspection to ensure the fastener is loaded properly and fully seated in the device shaft and provides 9 graphic illustrations and photographs showing proper titanium fastener seating. The IFU also advises the user to inspect each crimped titanium fastener after placement on the targeted site; 6 graphic illustrations and 6 photographs indicate the appearance of a properly formed titanium fastener as would be seen by following the required post-crimping inspection step. Note: the IFU instructs if the titanium fastener is not properly loaded, the fastener should be removed from the device and the same device can be reloaded with a new fastener again, if needed. Also note, that in the adverse reactions section, page 2 of the IFU, "adverse effects associated with the use of surgical suture and titanium can include, but are not limited to wound dehiscence, thrombus formation, embolism" (emphasis added here) etc. (B)(4). In this report, the incorrectly crimped fastener appears to have dislodged from the suture at the aortic valve site and traveled to a distal portion of a coronary artery without causing any patient symptoms or findings of myocardial ischemia. The coincidental endocarditis diagnosis and treatment created a circumstance in which the displaced titanium fastener was identified and removed without consequence. We are grateful to hear that the patient's post-operative recovery was uneventful. We believe the embolization of the incorrectly crimped titanium fastener is an exceedingly rare event that is and has been, up until now, completely preventable through the proper use and inspection of this reliable technology.

Event description:
On january 7, 2020, our routine surveillance of the related surgical literature identified the article, "an unusual coronary embolus in a patient with prosthetic endocarditis," first published online. Our request for more information from the physicians or the hospital regarding this occurrence was denied based on claims of hippa confidentiality. We submitted this medwatch report because the referenced article described a unique finding regarding our cor-knot® titanium fastener product. Three years after aortic valve (edwards lifesciences 23mm magna) and aortic root replacement for bicuspid aortic valve disease, a (B)(6) year old female patient presented with prosthetic valve endocarditis and native mitral valve endocarditis caused by streptococcus mitis. "She denied any chest pain." Transesophageal echocardiogram demonstrated destructive aortic prosthesis changes, severe periprosthetic regurgitation, and mobile native mitral valve vegetation. A computed tomography (CT) angiogram performed to assess the periaortic graft infection and for preoperative coronary evaluation, revealed a high-density, cylindrical object in the distal ramus intermedius coronary artery. "The timing of embolization was unknown." A 3d reconstruction of the CT, revealed absence of one of the titanium fasteners previously used to secure the patient's prosthetic valve to the aortic graft. During repeat surgery to treat the endocarditis requiring aortic valve replacement and mitral valve repair with excision of vegetation, the high density object was also successfully removed from the distal ramus intermedius of the coronary artery. The removed object was identified to be a titanium fastener. "Post-operative recovery was uneventful."